Event description:
International affiliate reports that a pt developed a superficial surgical site infection approximately four days following vascular procedure. Pt cultured positive for methicilin resistant s. Aureus and was treated with an antibacterial agent. The device and attached drain were removed.